Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery fully depleted from 80% and the pump shut off due to insufficient power within one day. The customer¿s blood glucose level was 160- 264 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.